Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The field service engineer (fse) replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was observed that there is an interference between the nav-ring and the touch panel. It has been confirmed that the front bezel will need to be replaced.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen flashes and does not allow the menu to be activated. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation on going.